Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported to fresenius that a blood leak occurred during the patient's continuous renal replacement therapy (crrt). It was reported that the filter broke and blood leaked into the effluent bag. The reported issue occurred approximately one hour after treatment initiation. The multilfiltratepro machine alarmed as intended with a blood leak alarm. Treatment was ended and the patient was reinfused. The patient's estimated blood loss (ebl) was approximately 50 ml. There was no reported serious injury or required medical intervention. The sample is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Event description:
A user facility nurse reported to fresenius that a blood leak occurred during the patient's continuous renal replacement therapy (crrt). It was reported that the filter broke and blood leaked into the effluent bag. The reported issue occurred approximately one hour after treatment initiation. The multilfiltratepro machine alarmed as intended with a blood leak alarm. Treatment was ended and the patient was reinfused. The patient's estimated blood loss (ebl) was approximately 50 ml. There was no reported serious injury or required medical intervention. The sample is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation. Additionally, retention sample analysis was not performed due to the high unlikelihood of failure detection from 100% batch testing and the small number of samples available. A batch records review was performed. The products were inspected according to protocol and found to be conforming to specification. There was no indication for any relationship with the reported failure mode found during the review. Although the dialyzers are subjected to 100% batch testing for leaks (including bubble-point and air testing during sterilization), leakages due to adverse environmental condition or mechanical stress during treatment can occur in very few cases.